Manufacturer narrative:
The device was not returned to zoll medical: instead the clinical files were returned for evaluation. Review of the ECG event data concluded that the device advised shock related to contributing factors such as artifact, baseline wandering and a lack of consistent morphology. The device worked as designed and configured and within the limitations of the technology. It is important to note; the AED plus device is not capable of detecting a pacemaker. This investigation will be closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.